Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the main circuit board revealed water ingress and contamination of the pneumatic block. The device was deemed beyond repair and was scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue and was inoperable. The device was not in patient use when the reported event occurred.